Manufacturer narrative:
Electrical characteristics of the returned device were within specifications.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2010. It was observed that the device had reached the recommended replacement time (rrt) earlier than expected. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2010. It was observed that the device had reached the recommended replacement time (rrt) earlier than expected. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2010. It was observed that the device had reached the recommended replacement time (rrt) earlier than expected. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.